Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip referenced is filed under separate medwatch report number.

Event description:
This is filed to report a right to left shunting at the septum was observed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip was implanted, reducing mr to 1. After the clip placement, pulmonary artery pressure (pap) increased. After the steerable guide catheter was removed a left to right shunt occurred due to the high pap. Diuretic medication was to be given. There was no treatment for the left to right shunt on that day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported atrial perforation appears to be related to procedural condition. The reported patient effect of atrial perforation is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.